Event description:
A center director reported bilateral light sensitivity, observed at one month post photo refractive keratectomy (prk). Reporter indicated the topical steroid eye drops were increased. Upon additional follow up, reporter indicated the pt issue was resolved. There are two related reports for this pt. This report addresses the pt's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).